Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver was perpetually rebooting. A data log was able to be retrieved by detaching the ui pcba. A review of the data log did not observed any errors related to the customer complaint. Due to the condition of the device, the reported event of a frozen screen display could not be confirmed. A root cause could not be determined.